Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called and reported receiving a "scan again in 10 minutes" message after 12 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer reported experiencing unspecified symptoms of hypoglycemia and was unable to treat themselves. At that time, a non-hcp injected the customer with glucagon. No further medical treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors. The investigation concluded that there were not any new nonconformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. No further track and trend review was required. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer called and reported receiving a "scan again in 10 minutes" message after 12 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer reported experiencing unspecified symptoms of hypoglycemia and was unable to treat themselves. At that time, a non-hcp injected the customer with glucagon. No further medical treatment was provided. There was no report of death or permanent impairment associated with this event.